Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
Per the implant records, the filter was indicated prophylactically due to extensive deep venous thrombosis (dvt) for which anticoagulation had been attempted but resulted in significant vaginal bleeding. The right femoral area was prepped and draped in a sterile fashion. Venous access was obtained and an inferior venacavogram was performed showing the location of the renal veins. The inferior vena cava (ivc) filter was successfully placed inferior to the origin of the veins. The patient tolerated the procedure well and there were no immediate complications encountered. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, perforation of struts into organs and tilting of the filter, becoming aware of these events approximately six years and ten months after the filter implantation, and further experienced anxiety related to the filter.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to organ perforation and tilting. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused organ perforation and tilting. The device was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿filter-tilt and perforation of organ¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without images available for review the reported tilt or perforation could not be confirmed or further clarified. It is unknown if the tilt contributed to the reported perforation. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused organ perforation and tilting. The patient reported becoming aware of perforation of filter struts outside the ivc, perforation of struts into organs and tilting of the filter, approximately six years and ten months post implant. The patient also reported anxiety related to the filter. According to the implant report the indication for the filter implant was extensive deep vein thrombosis for which anticoagulation had been attempted but resulted in significant vaginal bleeding. The filter was placed via right femoral access and successfully deployed inferior to the origin of the renal veins. The patient tolerated the procedure well and there were no immediate complications encountered. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.